Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon facility administrator (fa) confirmed the blood leak was internal and occurred two hours into the patient's treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on the same machine with new supplies and completed treatment. The machine was placed back in service after the reported repair was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon facility administrator (fa) confirmed the blood leak was internal and occurred two hours into the patient's treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on the same machine with new supplies and completed treatment. The machine was placed back in service after the reported repair was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.